Event description:
"The set continued to drip even after the pump was stopped. He tried it with another set and it happened again. He said pump was not on a pt. He was performing testing before the pm.

Manufacturer narrative:
Impact: platen bent causing over infusion. Replaced platen assembly.